Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Additionally, the patient was sedated and brachytherapy seeds were administered prior to spaceoar placement. During the procedure, some gel came out of the anus, dripped down the buttocks, and solidified. A possible rectal wall infiltration occurred. The patient is reported to have fully recovered. On (B)(6) 2021, additional information was received stating that they performed a cesium 131 brachytherapy boost prior to external beam radiation therapy. Due to the arch interference, the patient was in extended lithotomy position and then taken to 90 degrees for the spaceoar. The physician performed hydrodissection then switched to gel placement. The physician believes that the patient's rectal hump was punctured during gel placement and the gel flowed inferiorly towards the lower rectum/anal area. In the last 5 seconds of the injection, something starts coming out of the anus near the left side of the probe and it appeared to be the spaceoar gel. The discharged fluid was also thought to be surgical lubricant. However when it was touched, it was confirmed to be the spaceoar gel firming up. A digital rectal exam (dre) was performed, and the gel was in the correct location. At the anterior anus, there was a 1-1.5cm nodule that feels like gel. The physician re-inserted the probe, and the gel that is there looks ok. On the computed tomography (CT) scan, there was some gel in the right place but there was some gel that was placed very inferiorly towards the lower rectum/anal area. The patient will continue external beam radiation therapy (ebrt) and receive a planning magnetic resonance imaging (MRI).

Manufacturer narrative:
Additional information received update on describe event or problem: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Additionally, the patient was sedated and brachytherapy seeds were administered prior to spaceoar placement. During the procedure, some gel came out of the anus, dripped down the buttocks, and solidified. A possible rectal wall infiltration occurred. The patient is reported to have fully recovered. Boston scientific has been unable to obtain additional information regarding the event, despite good faith efforts.